Event description:
Customer reported being hospitalized due to a bad reaciton to insulin. Customer insisted that they felt that the pump was working fine just that md told them to call to troubleshoot either way. Troubleshooting was performed and the pump appeared to be functioning normally. Clamp was sent to customer and instructed customer to monitor their bg levels. Advised customer to call when needed.